Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the reported gripper line break, a cause for how the gripper line broke could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw was repositioned after grasping the leaflets. After reopening the clip and then when trying to raise the grippers they remained down at approximately 180 degrees. The clip was then inverted and removed from the patient. During post-procedural handling of the device it was not possible to visualize the gripper lines on the device. Three additional mitraclips were implanted successfully. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.